Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) potassium. The sample initially resulted as 3.86 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different c501 module, serial number (B)(4), resulting as 4.45 mmol/l. The sample was repeated a second time on a different c501 system, serial number (B)(4), resulting as 4.40 mmol/l. The sample was then repeated a third time on a different analyzer in the ER, resulting as 4.38 mmol/l. The repeat result was believed to be correct. It is not known if the patient was adversely affected by the event. No adverse events were alleged. The ise potassium electrode lot number and expiration date were not provided. The field service representative was not able to duplicate the problem. He checked the sample probe alignment, checked the ise sipper probe alignment, and checked the rinse mechanism. All checks passed. As a preventive measure, the sample probe and ise flowpath were cleaned. The customer ran ise calibration and quality controls. The calibration passed and quality control results were within established ranges. The field service representative ran a precision check and this passed.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. Further investigation could not be performed due to missing data and information. The analyzer was working according to specifications. No adverse event was reported.